Event description:
The account reported the bed exit alarm volume is too low. No pt injury reported.

Manufacturer narrative:
The technician found the cause to be the scale and pt position module power control board is faulty. The technician replaced scale and pt position module power control board assembly to resolve the issue. Based on this information, no further action is required.